Event description:
Hill-rom received a report from the account stating the bed exit alarm was not working, the bed was located tat the account. There was no patient / user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit tape switch are worn out causing bed exit not to work. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005-2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the tape switch to resolve the issue. Based on this information, no further action is required.